Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by a supply management team associate that the customer's insulin pump was over delivering. The customer¿s blood glucose level was 64 or 67 mg/dl at the time of the incident. The customer used food to treat the low. The customer delivered 5 units and the pump delivered another 5 units after the bolus. The customer alleged over delivery. Troubleshooting was but did not resolve the issue. The insulin pump will be returned for analysis.